Event description:
It was reported that during an ipg replacement procedure, the physician discovered that one contact of the patient's lead has high impedance. The patient's spinal cord stimulator (scs) lead was repositioned however, the contact was still out. The patient was doing well with good coverage postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).